Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis and was hospitalized within dates of (B)(6) 2018 to (B)(6) 2018. The customer¿s blood glucose during the call was 300 mg/dl. The device will not be returned for analysis.